Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. Customer was treated with insulin drip while at the hospital. The customer was wearing the insulin pump during the hospitalization. Customer reported that the insulin pump would not deliver insulin . Customer stated that he was hospitalized several times in the past due to high blood glucose. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. Customer was unable to complete the prime/fill process due to unresponsive act button. Customer confirmed that the insulin pump time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. The infusion set and reservoir will not be returning.